Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric procedure, the trocar device presented leakage. There was no pt consequence.